Event description:
It was reported that, "dr (B) (6) could not get the locking pegs or locking screws to lock into the plate. He has used the system for many cases (more than 75). The plates were not implanted and a narrower variax plate was used."

Manufacturer narrative:
Actual device not evaluated because the device is not available to stryker. Evaluation will be conducted and reported in the follow up.